Event description:
User experienced discrepant toxo igg results for two patient samples. Repeat testing performed by a different method - no units of measure provided for this method. (Newborn), initial result gave 32.64 ui/ml; repeat gave 5 (equivocal). No info provided to determine if initial results were reported, or if any adverse events occurred. If additional info is received, appropriate notification will be provided.

Event description:
User experienced discrepant toxo igg results for two patient samples. Repeat testing performed by a different method - no units of measure provided for this method. (Female-mother of patient 1) initial result gave 44.25 ul/ml; repeat gave 2(negative).no info provided to determine if initial results were reported, or if any adverse events occurred. If additional info is received, appropriate notification will be provided.I